Manufacturer narrative:
Updated fields: a3a, a1, b3, b7, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d7a. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. Corrected field - h6(medical device ¿ problem code, investigation findings, investigation conclusions). The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over half of the membrane. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.025cm in length. The optical fiber was also found to be broken at the leak location. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that after inserting the sensation plus intra aortic balloon(iab) catheter balloon pump alarm went off and blood was noted in the tubing, iabp removed. There was no harm or injury reported

Manufacturer narrative:
Due to character limitation in e1 initial reporter full name: (B)(6). Event site full name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.